Manufacturer narrative:
It was found that the gear pump head delivered too little pressure. It was exchanged and adjusted. The drying hole of the sample needle was contaminated so it was cleaned and adjusted. The reagent needle, heat cut filter, cuvettes, lamp, and vacuum hose were replaced.

Event description:
There was an allegation of a questionable mtx (methotrexate) result from the cobas 6000 c501 module. The sample was initially tested with multiple dilutions and the results were all greater than the test range. The result with a 1:100 dilution was 232.7 mol/l and was reported outside of the laboratory. The doctor complained about the result and the sample was repeated on another system. The repeat results with a 1:10 dilution were 110.5 mol/l and 111.2 mol/l. The sample was also repeated in another laboratory and the same value was obtained. No specific result was provided. The mtx assay is produced by a third-party manufacturer.

Manufacturer narrative:
The investigation determined the service actions resolved the issue.